Event description:
It was reported that rv pace/sense impedance ranges from 312 to 900ohms. The thresholds, high voltage impedances, trends, and sensing integrity counters are within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.